Event description:
An asymptomatic patient presented in clinic for follow up with multiple alerts for eri. Premature battery suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun